Event description:
It was reported that during a routine follow up one month after implantation, this right ventricular (rv) lead presented low impedance and high capture thresholds measurements, so the patient was examined by CT scan and this lead was found to have dislodged. This lead was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up one month after implantation, this right ventricular (rv) lead presented low impedance and high capture thresholds measurements, so the patient was examined by CT scan and this lead was found to have dislodged and perforated the septum. This lead was revised and remains in service. No additional adverse patient effects were reported.